Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of post polio syndrome in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip free. At an unknown time after starting super poligrip free, the patient experienced post polio syndrome, disability, joint pain and fibromyalgia. This case was assessed as medically serious by gsk. Treatment with super poligrip free was continued. At the time of reporting, the events were unresolved. Patient did not wish to leave her name or contact information: therefore, this case is lost to follow-up.